Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the patient was seen at the hospital for an unrelated problem. A routine ECG found no ventricular output and ventricular lead impedsance was >2000 ohms. Although lead impedance measured normal with an analyzer, the physician elected to replace the lead and the pulse generator.